Event description:
Procedure: wedge/ segmental resection. Reportedly, the device was closed on tissue, but could not be fired at all. Then another device was fired, but the clamp bar broke. The procedure was then procedure was then converted to an open procedure. And the tissue was treated with another device.